Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Pt's inr elevation may be caused by weekly coumadin dosage adjustments. There is no sufficient info to determine the root cause of customer's test results discrepancies. Per general description of the complaint, pt bled for a while after the fingerstick and had a headache. As of 03/05/2010, ten discrepant result complaints were reported for lot# 221730 yielding a complaint rate of (B) (4)%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B) (4), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no productive deficiency was established.